Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was cracked. Reportedly, the reason for the cracked screen was unknown. The customer reported that the pump was still functional. The customer's blood glucose was approximately 180 mg/dl. Customer confirmed that an alternate method of insulin delivery was available.